Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an implantation procedure performed on (B)(6) 2025. During use of the orbera balloon, the patient experienced abdominal pain and vomiting. An x-ray confirmed balloon hyperinflation. The balloon was subsequently removed, and a replacement balloon was placed on (B)(6) 2025. Based on the information provided, it was noted that blue dye was used during the initial balloon fill procedure. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6. Device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf code f2203 is being used to capture the reportable event of imaging required.

Manufacturer narrative:
Block h6 device code a1406 is being used to capture the reportable event of balloon spontaneous inflation. Imdrf code f2202 is being used to capture the reportable event of endoscopic procedure imdrf code f2203 is being used to capture the reportable event of imaging required. Block h11 the device did not return for analysis. However, the customer provided some pictures. A media analysis was performed, in the pictures provided it can be seen a line that indicates the presence of air in the balloon, additionally it was observed the balloon colores blue. The reported events of balloon spontaneous inflation and use of device issue - user error were confirmed. A labeling review was performed and found evidence to suggest the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. Based on all the compiled information, the most probable cause is determined to be a known inherent risk of the device, as the events reported are known, documented in the labeling, and all reasonable precautions were taken.

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system was used during an implantation procedure performed on (B)(6) 2025. During use of the orbera balloon, the patient experienced abdominal pain and vomiting. An x-ray confirmed balloon hyperinflation. The balloon was subsequently removed, and a replacement balloon was placed on (B)(6) 2025. Based on the information provided, it was noted that blue dye was used during the initial balloon fill procedure. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.